Manufacturer narrative:
The reported events were insulation damage and failure to remove the lead from the header. A partial lead (only connector portion) was returned in one piece for analysis. The reported event of insulation damage was confirmed. Visual inspection found a portion of the connector region was damaged consistent with procedural damage. The cause of insulation damage is consistent with procedural damage. The reported event of failure to remove the lead from the header was not confirmed. Dimensional analysis found all the measurements of the connector region were in specification. Unable to perform lead to device insertion test due to condition of the partial lead, as received.

Event description:
It was reported that the pacemaker dependent patient presented for a generator change procedure. It was noted that the patient's left ventricular (lv) failed to capture from the time of its initial implant and had not been utilized since then. During the procedure, it was noted that the right ventricular (rv) lead failed to be removed from the pacemaker header. The physician used excessive technique to remove the rv lead and it was noted that the rv lead exhibited insulation damage. To complete the procedure, the physician cut, capped and replaced the rv lead during the procedure on (B)(6) 2025. The old lv lead was plugged into the new pacemaker and not utilized. The patient was in stable condition.